Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: prior to use, as nurse unpacked the package to wash the device, some orange-colored shavings were washed out. The device was used by the surgeon. There was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. No med intervention required. Pt is well. Device has been thrown away by hosp. No pt injury was reported. No add'l info available at this time.